Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown taper -unknown, unknown-unknown cup -unknown, unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00533. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR 9613350.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR 9613350.